Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) battery voltage was at 2.84v with a charge time of 11.83 seconds in august 2005. The device reached end of life on october 24, 2005. At a recent interrogation, the battery voltage was at 2.59v with a charge time of 33.5 seconds. A manual capacitor reformation was performed and resulted with 2.59v and charge time of 33.5 seconds. The caller reported there was no history of radiation or MRI. A guidant technical services (ts) consultant recommended device replacement.